Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited loss of capture. Programming changes were completed. The patient was stable and asymptomatic.